Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s nurse reported via phone call that the customer experienced hypoglycemia. The customer's blood glucose level was 11 mg/dl. It was reported that the insulin pump was tested and found that the customer¿s low setting was turned off. The device will not be returned for analysis.